Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient had infection at the ipg site. Symptoms were discharges from the scarring of the ipg site. The physician believed that the infection was not device or procedure related. The patient underwent a revision procedure wherein the ipg and the extension were explanted. The pocket site was flushed out and cleaned. The patient was doing well postoperatively.